Event description:
It was reported by service report that the foot-end lift would not lower. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
This issue was resolved for the customer by sending a cpu board.